Event description:
Customer reported the system is displaying black image with white line. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire in the collimator cable. System operates as intended.